Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the "purple" pump was vibrating. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient. No other details regarding the nature of the this event were provided.